Event description:
A patient reported experiencing inaccurate high results with a meter. The patient's blood glucose results were 243 mg/dl on the meter and 194 mg/dl on the lab. Tests were done within 10 minutes with a difference of 25%. Patient also did a precision test with results of 187 mg/dl and 243 mg/dl within 10 minutes with a difference of 23%. Patient did not experience any adverse events. No further information has been reported.